Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a 980 ventilator graphical user interface (gui) audio and light emitting diode (led) failed. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
The service engineer (se) evaluated the device and found that the following need to be replaced: breath delivery unit (bdu) central processing unit (cpu) board, battery and oxygen sensor. Unit was not returned to clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: service personnel (sp) inspected the ventilator and replaced the breath delivery central processing unit printed circuit board (bd cpu pcb). As a secondary finding, sp replaced the oxygen sensor, battery and performed the 10k preventative maintenance. The ventilator passed all test and calibrations per manufacturer specifications at the time of service. The likely cause of the event was isolated to a bd cpu pcb. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.